Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow keypad button was difficult to press. The reporter denied damage to the pump. The patient reportedly wore the pump in a pouch, exterior to a garment and cleaned the pump with a damp rag. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): examination showed no damage on the keypad's rubber, but the "down" & "up" buttons respond only intermittently to presses. The keypad was removed and the contacts inspected: contamination was found under the "down" button's contact. Unrelated to this complaint, the display screen was dim and reddish. A test display was mounted to confirm an unidentified display failure.